Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via a remote transmission. Upon review, the pacemaker exhibited failure to capture. No intervention was performed. The patient's condition was unknown.